Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported to globus medical that several screws on the left side were misplaced. After taking fluoro shots which is not the proper technique. Registering the patient so the software is able to alert the user of any dynamic reference base (drb) shifts. The case logs also showed that the software detected and then alerted the user of excessive deflection forces on the end effector, which can indicate skiving. Excessive force and skiving can lead to the misplacement of screws. The surgeon created one midline incision and used retractors to extend the incision during placement of screws. Review of the trajectories in the case plan revealed that all implants were not placed in an area that would likely be susceptible to high skiving; however the force being exerted on the patient by the retractor altered trajectory which resulted in the misplacement of screws. An overlay of the original plan with the post-op CT scan confirmed that retraction of skin resulted in patient movement and ultimately led to the misplacement of implants. The user bailed from using excelsiusgps to an alternative navigation system. The patient was then fully opened and all hardware was removed and replaced. There were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced and revised intra-operatively.